Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative inspected the power switch and the internal/external cables. No issues were noted and functional testing did not identify any other problems. A serial readout was performed and the service representative stated that the facility biomedical engineer planned to soak test the machine for a few days. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump was found to be blank when the perfusionist went to deliver more cardioplegia. The pump was restarted multiple times and the display came back up after the second attempt. The cardioplegia was delivered but was not recorded on the connect system. The pump was used to complete the surgery and was then removed from service. There were no adverse effects on the patient.